Event description:
Patient was on the treadmill and selected the pause button to turn off the fan. The patient stepped on the treadmill while the belt speed was set at 3.5. The patient fell when stepping back on to a moving treadmill.